Manufacturer narrative:
Device remains implanted.

Event description:
Mobi-c p&f us: migration it was reported that a patient had a two levels mobi-c implantation. From description received, the devices looked great for immediate post-op. Then it was noticed after that one of the implant had migrated at c6-7. Patient is asymptomatic and surgeon hasn't decided yet if a revision is needed. The first analysis of the images provided shows that the prosthesis probably lost its mobility. Attempts have been made and no further information has been provided yet. Investigation in progress.

Manufacturer narrative:
Product was not returned to the manufacturer. As it's still implanted two mobi-c references were identified for the first surgery not enough information provided to identify which device was implanted in c6-c7. So a report was created for each implant. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter. Conclusion is not yet available. Investigation still in progress.

Event description:
Mobi-c p&f us : migration. It was reported that a patient had a two levels mobi-c implantation. From description received, the devices looked great for immediate post-op. Initial surgery date: (B)(6) 2017. Then it was noticed after that one of the implant had migrated at c6-7. Patient is asymptomatic and surgeon hasn't decided yet if a revision is needed. The first analysis of the images provided shows that the prosthesis probably lost its mobility. Update received on april 5th 2018: the patient didn¿t have any trauma. The reporter thinks that the patient did not have too much motion after the initial surgery. The reporter don't believe there are dynamic images of the patient. Update on 6th april 2018: two mobi-c references were identified for the first surgery. Not enough information provided to identify which device was implanted in which level . Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Product was not returned for examination as they still implanted . No information about a revison scheduled as the patient is symptom free. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. This case was reported about a c6-c7 migration post op and two reference of implants were communicated . However , no clarification was received on which prothesis was implanted in which level . Severals attempts were sent to the reporter to have additional information , no update received. The review of this case with product range manager , the x-rays evaluation and based on the product history records , the investigation found no evidence on a device issue . The exact root cause remain undetermined with hypothesis of migation caused by excessive compression after implant insertion. As mentioned in surgical technique step 16 : once final position is confirmed, apply firm compression using the caspar distractor to seat the implant teeth into the vertebrae. In a two-level case, perform compression at each level separately. Investigation found no evidence on a device issue . If additional informations were received that add a value on this case , another report will be sent .

Event description:
Mobi-c p&f us : migration. It was reported that a patient had a two levels mobi-c implantation. From descripion received, the devices looked great for immediate post-op. Initial surgery date : (B)(6) 2017. Then it was noticed after that one of the implant had migrated at c6-7. Patient is asymptomatic and surgeon hasn't decided yet if a revision is needed. The first analysis of the images provided shows that the prosthesis probably lost its mobility. Additional informations received : the patient didn¿t have any trauma the reporter thinks that the patient did not have too much motion after the initial surgery. No dynamic pictures were provided . Two mobi-c references were identified for the first surgery not enough information provided to identify which device was implanted in which level severals attempts were made to collect additional informations on this case . No update received from the reporter .